Event description:
Customer reported a leak "near the blue part of the tubing. Close to the squishy part of the tubing." Vague event information received. No detailed documentation of specific patient event information was provided except the medication to be infused was magnesium. There was no patient harm or medical intervention. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
(B)(4). The customer's report of leak in the tubing was confirmed. Visual inspection of the returned set noted that the silicone segment had a 0.1780 inch tear near the upper blue fitment. A crush mark was noted on the upper fitment. Functional and pressure testing confirmed the tear near the upper blue fitment. Functional and pressure testing was performed and a leak was noted coming from the tear in the tubing. The cause of the customer's report was identified as a tear in the silicone tubing. The root cause of the tear was not identified.